Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4); implanted: (B)(6) 2014; product type catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) on (B)(6) 2019 regarding a patient receiving baclofen (200 mcg/ml at unknown dose), bupivacaine (12 mg/ml at 2.247 mg/day) and dilaudid (0.5 mg/ml at unknown dose) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. The patient's history included scheuermann's disease causing low back pain. It was reported that the patient was having her pump replaced due to normal and expected end of battery life and was also having her catheter revised due to a painful catheter anchor site. It was noted this was due to significant weight loss since the initial catheter placement. During the catheter revision it was noted the distal end of the anchor and catheter were kinked. It was noted that scar tissue was causing the anchor to not lie flat. The anchor site was moved and resutured. The catheter tip site was confirmed via fluoroscopy prior to closing the incision. The patient tolerated the catheter revision and pump replacement well and no other complications were noted. No further complications were reported.